Event description:
A (B)(6) male pt called zoll customer support to report that his monitor response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, an open connection was found in the rear response button. The root cause for the open connection could not be positively identified. No adverse event resulted from the open rear response button. The pt received a replacement monitor.